Event description:
It was reported that a spectrum pump had potential fluid migration from one bag to another during patient infusion. The patient had a primary infusion with "tko bag" and "kphos". The nurse noted after an hour that the kphos bag was empty while pump was set at a rate to deliver over a longer period of time. Later when they went to hang ca, they noted that fluid had precipitated. It was also identified that the tko bag had more fluid in it than should have been. No alarms went off and the nurse reported that the setup had multiple drips. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.